Event description:
Information received by medtronic indicated that the insulin pump had short battery life. Troubleshooting was performed and advised the customer to use a new aa lithium battery. No harm requiring medical intervention was reported. The customer will continue the use of the device on receipt and replacement of the pump and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: the device was retuned for analysis.

Manufacturer narrative:
Customer returned pump for alleged charge/battery lasts less than expected found on 14-dec-2022. Pump passed displacement test, active current measurement, and self test. Pump failed sleep current measurement due to high current, problem isolated to moisture damage on the pcba 1. Successfully downloaded history files and traces using thump. The power management graph shows that the loaded and unloaded vlith voltage are more than 100mv separated for extended periods of time. However, the j6 was disconnected, reconnected, and pump was redownloaded. The power management graph then confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, battery removed on 12/14/2022 at time 22:29:00.000, change battery fault on 12/14/2022 at time 21:00:00.000, off no power on 12/14/2022 at time 21:31:00.000, and battery out limit on 12/14/2022 at time 22:54:46.000 were found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay, and stained serial number label. Charge/battery lasts less than expected not confirmed. Unexpected battery power loss confirmed due to high sleep current, problem isolated to moisture damage on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.